Event description:
It was reported that there was a coupling problem. Since implant, the patient had been having a coupling problem when charging. The patient only acquired three coupling bars once¿on (B)(6) , when she went to her surgeon for follow-up and the manufacturer's representative was there. They had to reset the implantable neurostimulator (ins) to a different setting, and were working on getting it to charge at the office. The patient stated the recharger did not charge the ins at all and the ins battery was now dead. It shut off on (B)(6). In addition, the patient noted the recharger showed the temperature screen/heat symbol when she charged and it was overheating. The patient first noticed this screen on (B)(6), and then it did it again on (B)(6). There was poor coupling with the recharger. The recharger had six coupling boxes when she first tried it, but was not getting any coupling boxes now. It was noted to be most likely a positioning issue. The patient was not using pillows or blankets when charging. Then she called the manufacturer's representative and met with him on (B)(6). The patient met with the manufacturer's representative on (B)(6) regarding the coupling problem. The patient was not able to get any bars. The manufacturer's representative tried everything: repositioned the antenna, and used it with and without the belt. The patient was not sure if he used the antenna locate feature. At first, the patient told patient services that the manufacturer's representative was not able to get bars with his equipment either. However, later the patient corrected herself, and stated the manufacturer's representative was able to get coupling bars with his recharger. The patient could not use the therapy and was in a lot of pain. It was confirmed that recharger showed the ins icon was flashing when charging. The pain returned on (B)(6), and had been increasing since then. The patient stated the ins was not deep and she could feel it. No outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy but was working with the doctor or manufacturer's representative. The patient had an appointment (B)(6) 2015. Upon return of the recharger, analysis of the recharger found that there was no anomaly. The recharger complaint was unverified. There were no issues found during bench testing, no issues with charging the implantable neurostimulator (ins), or recharger, or communications. No outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had regained normal function.